Event description:
It was reported that a tlif l4-5 with bl screw placement was performed on (B)(6) 2023, utilizing the reform pedicle screw system. Incision made, expoure, burr, 3.2mm drill into pedicle, 6.5mm precision tap, 6/5 x 40mm ht screws with 45mm lt rod and lock screws (x2) were placed, without final tightening of lock screws. The second rod and lock screws were then placed utilizing the t20, retention bone-screw driver, reform (39-sp-0601), counter torque wrench and the offset ratcheting torque handle was used successfully on two (2) screws. When attempting to final tighten the left l5 lock screw the tip of the driver broke. The broken tip was removed from the lock screw and the second driver, readily available in the set, was used to successfully complete the procedure. X-rays were performed to verify no fragments remained in the patient. There was no patient injury or delay to the procedure reported.

Manufacturer narrative:
H3 device evaluation - the driver has its tip sheared off. The fracture is in a plane that is perpendicular to the driver's longitudinal axis. This failure mode is consistent with a torsional overload failure. No signs of combination loading are observed by eye or with the aid of a 5x loop, but crack initiation from prior combination loading cannot be ruled out. It was noted that the driver was being used to tighten lock screws. This driver has a t20 drive feature that is capable of mating with 39-ls-0100 lock screw as well as 39-pa-xxxx, polyaxial screws. The design is intended to function as an adjustment bone screw driver and while it will fit inside a counter torque wrench the design has extra clearance with the counter torque wrench as compared to the lock screw final tightener, 39-rd-0060. Review of device history records found (B)(4) pieces of lot 0002up released for distribution on 9/17/2014 with no deviation or anomaly that would relate to the reported malfunction. Two-year complaint history review (6.12.2021-6.12.2023) found this to be the only report for this lot. Further review did not identify a trend for reports of this nature for this part number. No corrective actions are recommended at this time.